Event description:
The user facility reported a 56-year-old female in st elevated myocardial infarction was implanted with an impella cp device for mechanical circulatory support. During support, the patient developed lower limb ischemia. The patient was on four pressors. The decision was made to escalate the patient to an impella 5.5.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Manufacturer narrative:
Section h6 investigation coding has been updated, as the investigation has been completed. According to clinical, the patient was on four pressers and had developed lower limb ischemia. The patient arrived at cardiovascular intensive care unit and right lower extremity was cooler compared to left; no pedal pulse present. Patient has a history of peripheral vascular disease. Discussion made regarding escalation to an impella 5.5. The impella device was not return, and therefore an evaluation of the device was not possible. Limb ischemia can occur during impella support. When making a determination as to the cause of the limb ischemia, the following clinical information is necessary: ·patients pre-morbid condition and peri-procedural condition ·any concomitant medication ·vascular size or variations thereof ·detailed description of the symptoms experienced by the patient. ·physical examination findings, including pulse assessment and visual examination of the affected limb. ·diagnostic imaging results, such as doppler ultrasound, angiography, or magnetic resonance angiography. ·laboratory test results, including blood tests for markers of inflammation or clotting disorders. ·any relevant information about risk factors for peripheral arterial disease, such as smoking, diabetes, or hypertension. ·patient's response to previous treatments or interventions for vascular conditions. With a returned impella, the max od could be assessed to ensure it is within specification. The product could also be evaluated for any burrs or sharp edges. Additionally, the clinical information above would need to be considered in the context of the returned product. To determine the true root cause of limb ischemia, the clinical information mentioned above would need to be assessed in conjunction with evidence from the returned device. As the necessary clinical information was not provided and the device was not returned, the root cause of the limb ischemia was not determined. Correction was made to the following section(s). Refer to said section for corrected data. B7: other relevant history. D6a implant date. D6b explant date. F6: date captured on the initial report should be disregard; section not applicable. F8: date captured on the initial report should be disregard; section not applicable.